Event description:
The catheter fell into the stomach. During infusion, a break in the plug was found at the same time the tubing fell into the stomach. Thereafter, a gastronomy tube was placed under an endoscope. The device had been in place for 18 days prior to the incident.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.